Event description:
It was reported the pt experienced discomfort at the ipg pocket site. The physician explanted and replaced the ipg. The new ipg was placed in the existing pocket site and the pt reported no pain at her ipg site after the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.